Event description:
The customer reported via the sales rep that the drill bit broke. It is further reported that this occurred during an open reduction, internal fixation of the elbow. It is further reported that the bit broke whilst drilling through a plate for a 3.5mm conical screw as per standard procedure. It is further reported that there was no bending of the drill bit or extra pressure placed on the drill bit. It is further reported that the instrument was working fully. It is further reported that approximately 1cm of the drill bit remains in the patient and the patient has been notified. If is further reported that x-rays were taken and that the surgeon believes that there is no impact to the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.